Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer inspected the device and powered off the device, reseated the row board cable on drawer 2.2¿s controller board, restarted the device, and verified the repair using the hardware test application. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: university of maryland baltimore washington medical center

Event description:
"It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 cubies were not detected on bus. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.